Manufacturer narrative:
D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab tech. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band failed to stay inflated immediately post application, balloon inflation and sheath removal. The tr band was removed, and a new tr band was applied without issue. No hematoma was formed and the estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was cardiac catheterization.